Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that there was an intermittent issue of door showing open on pendant when it was closed. The door switches and turn buckles were adjusted to make sure they were making a good contact. A system checkout was successfully perform. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that the gantry was saying it would not open even though it was closed. The gantry would not close. There was no patient present when this issue was identified. During the system checkout, the manufacturer representative found that there was an intermittent issue of door showing open on pendant when it was closed.